Manufacturer narrative:
The device was received for evaluation with a circled area of the alleged location of the particulate matter. Unaided visual inspection was performed which observed loose foreign matter inside the primary packaging of the device. Additional magnified inspection was performed which verifies a loose foreign matter inside the primary packaging. The reported condition was verified. The cause of the reported condition was due to a manufacturing related issue. A functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate was observed in a vented high-volume inlet device. This issue was identified during setup. There was no patient involvement. No additional information is available.